Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a fall and had shocking since then so he thought there was a problem with the wires. The patient was to have an MRI. The issue occurred in (B)(6) 2016. The hcp was assisted with putting the ins into MRI mode. It was confirmed that the patient programmer showed that the patient was full body eligible. The hcp was assisted with turning the ins back on as the patient was not having the MRI on (B)(6) 2017, but at a later date.